Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a patient on (B)(6) 2013, during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of an esophageal fistula. The fistula was located in the distal to mid esophagus. On (B)(4) 2013, a wallflex esophageal fully covered stent was successfully implanted within the patient. No issues were reported. However, on (B)(6) 2013, the patient returned to the hospital because her fistula was leaking. According to the physician, the silicone covering on the stent had eroded and the fistula was leaking through the cover. Subsequently, the stent was removed from the patient and another wallflex esophageal fully covered stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. (B)(4). The device was not returned; therefore, a technical analysis was not able to be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, a definitive root cause could not be determined.